Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of morphine [1 mg/ml] at a dose of 0.3 mg/day. It was reported the patient experienced a return of baseline pain. The patient had a new onset of right flank pain, and a seroma/fluid was noted at the pump site. The patient had been manually flipping the pump and demonstrated flipping the pump in the pocket. Dia gnostics/troubleshooting included a CT scan of the abdomen. The pump site was opened, and fluid was removed. The old catheter was found to have multiple twists. The old anchor and portion of the spinal segment was tied off and left in place. A new catheter was placed. The explanted catheter segment was discarded. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. The patient¿s weight was unknown. No further patient complications were reported.